Event description:
Mit boss registry. It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. Target lesion 1 was 90% stenosed and located in the left anterior descending (lad) artery. The reference vessel diameter was 3.5mm and the lesion length was 12mm. Pre-procedure there was 90% stenosis and post-procedure there was 0% stenosis. A 3.50x12mm liberte stent was implanted. Residual stenosis was 0%. Target lesion 2 was 65% stenosed and located in the left anterior descending (lad) artery. The reference vessel diameter was 2.7mm and the lesion length was 25mm. A 2.75x28mm liberte stent was implanted. An additional liberte was implanted to treat a dissection. Residual stenosis was 0%. The procedure was a technical success. The patient was discharged three days after the index procedure without angina or silent ischemia. Discharge medications were asa 100mg/day indefinitely and clopidogrel 75mg/day for 6 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.